Manufacturer narrative:
Follow-up #1: date of submission 10/15/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/23/2015 with the following findings:the pump black box showed multiple loss of prime warnings occurring with low non-zero force. During testing, the pump exercised for 24 hours without alarms occurring. A force sensor calibration test was performed and confirmed that the pump was detecting force within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas reporting multiple loss of prime warnings occurring on the pump. The reporter indicated that the cartridge cap was secured appropriately, the pump was not exposed to sudden changes in force, and the pump prime steps were completed appropriately after the last cartridge change. The reporter indicated that the issue did not resolve with use of multiple cartridge including cartridge from a different box. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.